Event description:
This is a spontaneous report by a baxter employed health professional from (B)(6) of a break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 1.5% ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 1.5% ultrabag therapy intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. On an unreported date, the patient had a break in aseptic technique further described as did not wear a mask. On (B)(6) 2012, the patient experienced peritonitis. The cause of peritonitis was the break in aseptic technique. The patient was not hospitalized for the event. The patient was treated with injection heparin, ip (dose and frequency not reported), injection vancomycin 1g, ip, and injection fortum 1g, ip (frequency not reported), for the peritonitis. The patient is recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should relevant additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause could not be determined since it is unsure why the patient had a breach in aseptic technique.